Manufacturer narrative:
The device was returned for repair. The issue of forceps cover glue peeling was observed at inspection. In addition, it was noted that the distal end rubber insulation was cut and leaking, vertical line was found at image, probe unit had a cut and was loose and leaking. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
The device was returned for repair for the issue of leak at the near the distal tip during reprocessing. During estimation, the issue of forceps cover glue peeling was observed. There is no reported patient harm. This medwatch is being submitted for the reportable issue of the forceps cover glue peeling.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormality in manufacturing, concession, or variation. The cause of the forceps cover glue peeling is likely to be excessive force applied when handling the device. Instruction manual at the time of shipping describes on the distal end. Following the following instruction may have prevented the indicated phenomenon: do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result.